Event description:
Swanz-ganz catheter was noted upon surgery as functioning well. When pt transferred to ICU, reading was erratic. Chest x-ray seen by md revealing portion of swan ganz catheter breaking off. Emergency open heart done to retrieve swan-ganz successfully pt returned to ICU in stable condition.